Manufacturer narrative:
Imaging evaluation added. Per the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Manufacturer narrative:
(B)(4). According to the provided medical records, the patient experienced a hematoma that was evacuated during the (B)(6) 2017 procedure. The records also indicate an iliac artery dissection occurred during the (B)(6) 2017, with report of a thromboembolism. A separate medwatch report will be submitted for these events. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2017 indicate the patient underwent ¿thoracic endovascular aortic repair via left femoral artery incision and angiogram via right femoral artery puncture¿ for treatment of a ruptured thoracic aortic aneurysm. The records state: ¿a micropuncture technique was used to cannulate the right common femoral artery a 6 french sheath was inserted followed by a bentson wire and a marker pigtail catheter. An incision made overlying the left femoral vessels and dissection done at the femoral vessels mosquito clamp a micropuncture technique used to cannulate the artery to perclose were placed but not cinched tight and a 9 french sheath was inserted. Thoracic aortography was obtained this identified the area of rupture. It was contained. ]patient was then administered 6000 units of heparin and via the left femoral artery wire a 20 french sheath was advanced under fluoroscopic vision. Through this sheath a 26 mm x 10 cm stent graft was placed at its center at the area of rupture. It was then deployed.¿ the records indicate a ¿26 mm x 10 cm stent graft¿ was implanted during the (B)(6) 2017 procedure; however, implant records provided to and documented in gore¿s medical device tracking database confirm the device was a 28 mm x 10 mm conformable gore® tag® thoracic endoprosthesis. The (B)(6) 2017 records further state: ¿repeat angiography was obtained. The 20 french sheath was then withdrawn and the left iliac arteriogram was obtained to ensure that I did not rupture the iliac artery which I did not. The sheath was then removed 1 of the perclose sutures failed the other was pulled tight over a wire. With the sutures still intact a 8 french angio-seal was used to close the remainder of the arteriotomy and this worked successfully. Pressure was held on this area for 10 more minutes.¿ ¿patient had palpable dorsalis deis pulses at completion of procedure both groin wounds were closed with subcuticular biosyn sutures. Ster-strips were placed on the skin. Sterile dressings were applied. [T]he patient was extubated in the operating room and moving all 4 extremities.¿ the (B)(6) 2017 records indicate the following findings: ¿thoracic aorta: there is a pseudoaneurysm approximately 5 cm proximal to the celiac artery. Status post thoracic aortic stent graft: there is no longer any pseudoaneurysm seen. There is no evidence of a type 1 endoleak. Left iliac angiogram: there is no evidence of extravasation or dissection.¿ operative records dated (B)(6) 2017 indicate the patient underwent ¿thoracic angiogram tevar via left femoral artery cutdown and right femoral artery puncture, left femoral artery interposition saphenous vein graft, left popliteal embolectomy left lower extremity angiogram.¿ preoperative diagnosis states: ¿leaking some [sic] thoracic aneurysm [status post] tevar.¿ postoperative diagnosis states: ¿same plus type 4 endoleak.¿ the (B)(6) 2017 operative report states: ¿attention then turned to left groin. Micropuncture technique was used to cannulate the left common femoral artery a 6 french sheath was inserted which was exchanged for two perclose devices which were not pulled tight. A 9 french sheath was inserted and then a amplatz superstiff wire was placed into the thoracic aorta. A 22 french sheath was exchanged for a 9 sheath over a amplatz superstiff wire. Patient was administered heparin. I should note that I had some difficulty advancing the sheath through the femoral artery and iliac artery. The previously placed stent graft was identified on fluoroscopy. And aortogram in the thoracic aorta is obtained this revealed a leak from through [sic] the graft. This was consistent with what was seen on CT scan. A 2nd thoracic stent graft was placed within the 1st. This post dilated with a tri lobe balloon. Repeat angiography revealed this area that was seen to be leaking to be gone. The sheath was removed after the dilator was replaced. This was somewhat tight. Puff angiography was obtained while removing the sheath [sic]. [T]he left femoral sheath was then removed and the perclose were pulled tight." The (B)(6) 2017 further state: ¿upon removal was noted that there was no pulse within the femoral artery. A left femoral arteriogram was obtained via the right femoral sheath and pigtail. This revealed sluggish flow an occlusion at the femoral artery. At this point a cutdown left femoral artery was performed hematoma from the previous case earlier in the week was evacuated. The femoral artery was found be pulses [sic]. Circumferential control was obtained proximally and distally. The profunda femoris artery was also controlled in this manner. The longitudinal arteriotomy was performed on the common femoral artery through the puncture site and perclose. It was quickly obvious that there had been a dissection. This dissection extended into the iliac artery. The dissection flap was removed. This restored good inflow. I should note that the artery was significantly damaged that I felt a reconstruction was warranted. The saphenous vein was harvested. It was then spatulated in a manner to match the femoral artery. The macerated femoral artery was then excised and good healthy clean arterial edges were left in place. The vein graft was spatulated in a manner to match both arteriotomies. An interposition graft was performed with 5 0 prolene. Flow was then restored. Clamps removed. Good signals were auscultated within the graft as well as a good strong pulse. The (B)(6) 2017 records continue: ¿the foot was then checked below the drapes and found to be pulses. At this point a micropuncture used to cannulate the proximal common femoral artery and left lower extremity angiography was obtained. This revealed a filling defect in the popliteal artery. This is consistent with a thromboembolism. A longitudinal arteriotomy was made distal to our vein graft in the superficial femoral artery. A 4 fogarty embolectomy catheter was passed down to below the knee. This was withdrawn and clot in both atheromatous [sic] was removed. This consistent with the dissected iliac or femoral artery. This was repeated until no more debris was removed. Good black [sic] bleeding was obtained. The arteriotomy was closed with 5 0 prolene. Repeat angiography revealed 3 vessel runoff to the foot. At this point the wound was evacuated of blood and hematoma. A 10 foot at a jp drain was placed. The wound was then closed interrupted 2 0 vicryl on the femoral sheath and on the subcu. Staples were then placed on the skin as well as prevent a dressing [sic]. Patient tolerated procedure well but remained intubated on route to the ICU.¿ operative records dated (B)(6) 2017 indicate the patient underwent ¿incision, drainage and washout of left groin wound. Excisional debridement of left groin wound (skin and subcutaneous tissues). Wound vac application¿ for treatment of a ¿postoperative wound infection.¿ the records state the patient ¿¿recently underwent endovascular repair of a thoracic aneurysm. During her repair, the left common femoral artery was reconstructed with a shaphenous vein interposition graft. She was admitted with dehiscence of her left groin wound.¿ the (B)(6) 2017 records further state: ¿inspection of the wound revealed superficial dehiscence and nonviable skin edges medially and laterally.¿ ¿the wound was opened and an abundant amount of straw-colored watery fluid was noted from the medial and inferior aspects of the wound. The fluid was swabbed and sent for culture. No pus or order [sic] was noted. Nonviable skin and subcutaneous tissues were excised using combination of scalpel and scissor dissection. The vein graft was palpable deep in the wound, but was not exposed. The wound was pulse irrigated with normal saline containing polymyxin and bacitracin.¿ ¿the wound measured 12 cm in length, 4 cm in width, 3 cm in depth, with 6 cm of undermining inferiorly and medially. A black wound vac sponge was cut and placed within the wound. An occlusive dressing was applied followed by a track pad. The vac device was activated, and a good seal was noted.¿ ¿the patient tolerated the procedure without difficulty.¿ records detailing the results of the fluid culture taken during the (B)(6) 2017 procedure were not provided. Additionally, computerized axial tomography images showing the suspected endoleak were requested but were not provided to gore. The graft material of the conformable gore® tag® thoracic endoprosthesis is comprised of multiple layers of eptfe microstructure film to exclude blood and blood components from flowing into the aneurysm or lesion. The conformable gore® tag® thoracic endoprosthesis has no reports of type IV endoleaks in the three separate FDA clinical trials with 5 year follow-up. In july 2004, gore released a next generation gore® excluder® aaa endoprosthesis incorporating an additional low-permeability eptfe film layer to decrease the overall permeability of the graft material. The same film technology was applied to the gore® tag® thoracic endoprosthesis family of devices. The additional layers have proven a clinical benefit in reducing endotension in the aneurysmal sac. Sac behavior after aneurysm treatment with the gore excluder low-permeability aortic endoprosthesis: 12-month comparison to the original excluder device (j vasc surg 2006;44:694-700). Low-permeability gore excluder device versus the original in abdominal aortic aneurysm size regression (tex heart inst j 2011;38(4):381-5). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with mycotic aneurysms. The IFU also states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. The IFU also states that additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, renal); and patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient underwent emergent repair of a ruptured thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. It was reported that after implant of the (B)(4), a decision was made to not balloon the device as there was a concern for degeneration of the patient¿s aorta with a possibility for mycotic aneurysm. It was also reported the patient's aorta was noted to be fragile and friable. According to the report, no endoleak was identified after implant of the (B)(4). It was reported that on (B)(6) 2017, the patient presented with chest and back pain, and a computerized axial tomography (cat) scan reportedly revealed a suspected type iii endoleak due to a graft hole. According to the report, the patient was taken to the operating room on (B)(6) 2017, and angiography reportedly showed contrast at the proximal end of the graft, approximately 2 cm from the proximal end of the device. It was reported a second conformable gore® tag® thoracic endoprosthesis was implanted to reline the existing graft and was ballooned. Final angiography showed no evidence of endoleak and the patient was reported to have tolerated the procedure. Cat images showing the suspected type iii endoleak due to graft hole were requested but reportedly are not available for evaluation by gore. Subsequently, it was reported that on an unknown date, the patient reportedly presented with pain. A cat scan reportedly showed inflammation of the aorta. The exact cause of the pain and inflammation were reportedly unknown. On an unknown date, an additional procedure was performed whereby the two conformable gore® tag® thoracic devices were explanted. The findings from the explant procedure were reportedly unknown. The patient was reported to be doing well. The operative records detailing the explant procedure have been requested.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: notes from a second interpretation of a CT of the chest dated (B)(6) 2017 state: ¿¿s/p tevar; now with possible aorto-esophageal fistula.¿ ¿pertinent prior intervention: tevar on (B)(6) 2017 for mycotic descending aortic aneurysm rupture, taken back on (B)(6) for repair of endoleak. Patient also had right thoracentesis from pleural effusion of unknown etiology during admission.¿ refer to medwatch # 2017233-2018-00196 that was submitted regarding a fistula, infection, and explant of the devices. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the IFU states that the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with mycotic aneurysms. The IFU states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. The IFU also states that additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary, renal); and patient¿s anatomical suitability for endovascular repair.

Manufacturer narrative:
Lot 15971246: (B)(4).the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the suspected hole in the graft material could not be determined as the device was not returned to gore for an evaluation.

Event description:
On (B)(6) 2017, the patient underwent emergent repair of a ruptured thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2017, a computerized axial tomography (cat) scan reportedly revealed a suspected type iii endoleak, however, aneurysm enlargement was not reported. According to the report, contrast could be seen through a disruption or possible ¿pinhole¿ in the graft material. Later that same day, the patient underwent an intervention, whereby an additional conformable gore® tag® device was implanted to reline the existing stent graft. Final angiography showed no evidence of endoleak and the patient was reported to have tolerated the procedure. Cat images showing the endoleak were requested but reportedly are not available for evaluation by gore.